Manufacturer narrative:
Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The event of induration, nodules, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: contra-indications - do not inject juvederm ultra plus in the periorbital area (eyelids, crow's feet) and glabellar region (forehead). Precautions for use: juvederm ultra plus is indicated only for intra-dermal injections and injections in the mucous membrane of the lips. Undesireable effects - the pts must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occuring after the injection. Induration or nodules at the injection site. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Any other undesirable side effects associated with injection or juvederm ultra plus must be reported to the distributor and/or to the manufacturer.

Event description:
Pt reported 6 years after injection with juvederm ultra plus "between the eyebrows" pt "feels that there is still product there" and that there are "2 bumps" at the injection site. Pt additionally stated they "feel kind of bad", believes the healthcare professional over-injected, and has noted swelling and hardness at the injection site. Per the pt, the "hardness" at the injection site started two years after injection. Healthcare professional confirmed pt was prescribed kenalog for the purposes of treating "an adverse reaction that could be...a result of the juvederm.